Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (70 worldwide incidents out of estimated 199,000+ procedures performed to date) is approximately 0.035% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient (also a physician) who experienced numbness of the right axillary superficial, post brachialis, inferior lateral and posterior ante brachial cutaneous nerve 3 days post miradry treatment. The numbness extended to the back of his forearm.